Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Returned sample evaluation: there are no photographs associated with this case no unused returned sample was received. Conclusion summary of the related event: a complaint search performed in database, by manufacturing date for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines shows a decreasing trend from jun 2019 to date (cut off september 30, 2020). Based on the preliminary investigation, the most probable cause for the cases related to manufacturing process in the ats#1 and ats#2 manufacturing lines is related to machine condition. As part of the nonconformance report (ncr), actions were taken for this failure mode, which were the main factors for the reduction in the quantity of complaints per month. In addition, the root cause investigations (rci¿s) and were carried out and actions were taken for the off-center failure mode in the convex two (2) piece (ostomy) and convex two (2) piece (wct) bulks manufacturing lines. Furthermore, a nonconformance search was performed in database from 2018 to september 30, 2020, for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines and as a result, no events related to this malfunction were found. Moreover, the following quality and manufacturing controls are currently in place in the ats#1 & ats#2, according to the product instructions and test methods, which contribute directly to the detection activities: manufacturing process instructions (pi21-130 - ats1 assembly and packaging / pi21-122 - ast2 assembly and packaging) 1. Visual inspection to completed product \100% of units. 2. Testing and inspection log ¿ dimensional verification and visual inspection looking for collar concentricity 6 samples at the beginning of the batch and each 1 hour quality test methods (tm-017 ¿ visual nonconformities laminated adhesive products / tm-014 ¿ pouch nonconformities). A quality notification was given to the quality and manufacturing personnel of the ats#1, ats#2, convex two (2) piece (ostomy) and convex two (2) piece (wct) manufacturing lines, to make them aware of the new complaints received for this failure mode (refer to attachment #3 and attachment #5 of this ncr). For everything explained above, no additional actions are required. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Device 14 of 20. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in two boxes of products, all skin barriers were affected. The starter hole was 1/2 inch off centered and the end user had not used these products. No photo is available at this time.